Event description:
It was reported that the patient presented for a follow-up in clinic. The left ventricular (lv) lead was noted to be dislodged which caused the lead to intermittently capture at high outputs. During the procedure, the physician could not reposition the lv lead due to heme existing in the lumen which did not allow for smooth tracking, so the lead was extracted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.